Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance and was confirmed to have fractured via an x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.